Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), penumbra engine (engine), and penumbra engine canister (canister). During the procedure, the physician was using the lightning for 15 to 20 minutes with no issue. Subsequently, the physician turned off the lightning and repositioned the cat12 from the right pulmonary artery to the right pulmonary artery. It was reported that the lighting was disconnected from the rotating hemostasis valve (rhv), and it was observed that there was no vacuum pressure via the lighting with the engine running. Once the cat12 was in position, the lightning was turned back on. The indicator light on the lightning went from green to solid red, and the lightning would not aspirate. To troubleshoot the lightning, the lightning was unplugged from the engine multiple times, as well as repositioning the canister multiple times, without success. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.